Manufacturer narrative:
H.6. Investigation: bd received 4 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter and translated to english. This is a report about foreign matter in a tube. According to the customer's report, "a yellow reagent-like foreign matter was found in one tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter and translated to english. This is a report about foreign matter in a tube. According to the customer's report, "a yellow reagent-like foreign matter was found in one tube."